Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va035nt, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported implant repositioning on (B)(6) 2015 and seeing a power on reset (por) error code 3058 on (B)(6) 2015. The patient was still experiencing leakage, which the hcp reportedly stated was due to the patient not getting stimulation "in the appropriate area." Stimulation was also not felt. The patient was indicated for gastrointestinal/pelvic floor and urinary dysfunction. Cause/factor, troubleshooting, actions, and outcome remain unknown. Follow-up is being conducted to determine additional information.